Manufacturer narrative:
The ge rep performed an on site investigation. The battery packs were replaced. The system was then found to be operating as intended.

Event description:
The customer reported while in the cardiac function the system freezes each time the x-ray button is pressed for a second time. The system displays regulation failed and charge failed messages. The system restarted after switching the system off and back on. No report of pt injury.